Event description:
Device history record was reviewed, no event linked with the reported issue was found. No device history log reviewed, not applicable for this type of complaint. The reported issue is already known was investigated by the local r&d team in brézins. According to provided analysis, it was possible to reproduce the fault during testing and the root cause was found linked to a software bug. Below are some workarounds to avoid this error: workaround 1: place drug x at the top of the medication list in the device configuration via master med. This ensures it is prioritized and displayed correctly. Workaround 2: create a new medication named drug unknown after deactivating drug x. This new entry will be positioned based on its alphabetical order. To ensure it appears at the bottom of the list, we recommend naming it: zz unknown drug. Product has been opened to address this issue and should be corrected in the next agilia release. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: a system error 104 message was displayed on the screen of an agilia sp tiva wifi device while scrolling through the tci menu and the customer pressed the cancel/move back to previous value key. Customer followed on screen instructions, switched device off then switched on and error message had cleared. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.